Event description:
The customer called to report admittance to the hospital for low bgs. The customer has had unexplained low bgs during the night for the past several weeks and has been in touch with the physician. Troubleshooting was done with the pump passing all the tests.